Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this system had a untreated episode stored due to oversensing of myopotential noise. Technical services advised some testing options. Later, the system had an inappropriate shock due to oversensing of noise. The system was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Code 3191 is used to indicate surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system had a untreated episode stored due to oversensing of myopotential noise. Technical services advised some testing options. Later, the system had an inappropriate shock due to oversensing of noise. The system was explanted and replaced. There were no additional adverse patient effects.